Event description:
It was reported that a patient had a revision on 2013-(B)(6) and the patient did not require hospitalization. It was noted that the cause of the event was the permanent placement of the parasagittal cervical leads and implantable neurostimulator (ins) and the event was attributed to the ins. It was later reported that the revision was to move the ins from the hip to the abdomen because the patient thought it was uncomfortable to have it on her hip. It was noted that no redness or swelling was reported and the patient requested that the device be moved for comfort reasons. It was reported that no issue was found with the therapy and the patient was getting good coverage. It was noted that the patient was doing well after the ins was moved. No further patient issues were documented.

Manufacturer narrative:
(B)(4).